Manufacturer narrative:
Stroke history related MFR: 2916596-2023-08359. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for seizures. It was noted that the patient was without their medications for a couple of days. Additionally, the driveline was reported to be twisted with exposed wires. Log files were submitted due to the condition of the driveline. The log file captured a loss of power to the mobile power unit on 22sep2023. There were no other unusual events in the log file history. It was later communicated that the patient had a history of a recent stroke and was aphasic. The patient was stable at the time with stable left ventricular assist device parameters.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of twisting and superficial damage to the patient's driveline was confirmed through the submitted images. A specific cause for the damage, and a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported seizures cannot be conclusively determined. Photos of the external portion of the driveline were submitted. The photos revealed that the driveline is severely twisted near the exit site. The outer jacket is also bunched up and torn in multiple areas, exposing the underlying layers of the driveline. A wire compromise could not be visualized. Review of the submitted log file appeared to capture the device operating as intended at the fixed speed. Multiple attempts for additional information were sent to the account; however, no further information has been provided at this time. The patient remains ongoing on heartmate ii lvas. The relevant sections of the device history records and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 1, ¿introduction¿, lists potential adverse events, including neurological dysfunction, that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists neurologic dysfunction as a potential late postimplant complication. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. Section 2 "how your heart pump works", section 4, and section 5 "alarms and troubleshooting" (under "what not to do: driveline and cables") cautions the user not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. No further information was provided. The manufacturer is closing the file on this event.